Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a crack in the battery latch around the screw of the mobile power unit (mpu) and damage to the patient cable was confirmed through evaluation. (B)(6) was returned to the edc service center due to it no longer being in use. Visual inspection revealed a crack in the battery latch around the screw and cosmetic damage on the outer insulation of the patient cable. Further evaluation did not reveal any issue with the inner wires which may have resulted in system alarms. The battery latch and the patient cable were replaced and the mpu was functionally tested and passed all tests. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a crack in the battery latch around the screw and the patient cable was showing damage.